Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. They were unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, operating currents, off no power test, and excessive no delivery test due to the blank display. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, and a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump got dropped in some water and it is not working. Customer changed the battery and it counted and then turned off. Customer stated that the incident occurred on (B)(6) 2016 and her blood glucose was 300 mg/dl. Customer has been having trouble with her blood glucose in the mornings. Customer just changed some of the settings about a month ago and has been sick since then. Customer has also been on steroids. Customer stated that she treats with the bolus wizard on the pump and her blood glucose comes right down. Customer cannot troubleshoot the pump because it is not functional. Customer stated that the pump was dropped in 12 inches of water in the kiddie pool and it is not functioning as designed. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.